Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a chocolate balloon to treat a 200mm moderately calcified fibrous lesion with 90% stenosis in the proximal right superficial femoral artery (sfa). The vessel had a 6mm diameter and little tortuosity. The device was prepped as per the IFU with no issues identified. The procedure used a 7 fr non-medtronic sheath. The balloon was inflated using a non-medtronic inflation device using saline and contrast. No resistance was encountered advancing the device. During removal from artery the cage was partially stripped off of the chocolate balloon while passing through a previously deployed 6mm non-medtronic self expanding stent. No excessive force was used. No intervention was required to remove the device and the procedure was completed without issue after removal of the chocolate balloon. No patient injury was reported.